Event description:
Event description guidant received information that the implantable cardioverter defibrillator (ICD) reached an eri (elective replacement indicator) battery status in 26.8 months. The ventricular outputs were programmed very high at 5 volts and 0.9 ms. The physician is questioning the longevity of the device.